Event description:
Customer complains blood leak during treatment. Parameter: bfr: 150ml/min, dfr: 500ml/min. No patient harm, no medical intervention was necessary.

Manufacturer narrative:
"Gambro does not regard the submission of this report as an admission of liability."